Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the following information were erroneously omitted from the initial report sent on march 27, 2020: section b 5. Event description: the patient initially suffered from hematoma in the surgical site, which led to the explantation surgery where the implant was discovered to have deflated. Section h 6. Patient codes: patient code 1884 (hematoma) has now been filled in the appropriate field. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with a 400ccc mentor tissue expander, suffered breast implant deflation, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2020.